Event description:
Attorney alleges plaintiff suffers from physical and psychological symptoms. Which the attoney defines as breast pain, breast hardness, breast lumps, loss of sensation in breast and nipple, burning, nipple discharge, pain in arm and neck, anxiety, also pain and suffering.